Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. After the procedure, the patient experienced a low heart rate and the replacement right ventricular lead needed to be repositioned. No further patient complications have been reported as a result of this event. Evaluation summary: (B)(4) the device was returned and analysis is in progress.

Event description:
It was reported that the patient received multiple inappropriate shocks and was taken by ambulance to the emergency room. Patient began to have jerking movements similar to seizure activity and suffered through the pain of additional shocks. The patient also experienced intermittent non-responsiveness which lasted about five seconds. The lead had increased impedance, a possible fracture, increased threshold and an insulation breach. The lead was capped and replaced. Interrogation of the device showed that the device was likely malfunctioning and not pacing appropriately. The patient experienced "multiple episodes of bradycardia with jerking movements that are possibly secondary to some anoxic seizure type activity where the pacer did not appropriately pace bradycardia." The device was also at the elective replacement indicator status. The device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continued from event description: after the procedure, the patient experienced a low heart rate and the replacement right ventricular lead needed to be repositioned. No further patient complications have been reported as a result of this event. Evaluation summary: (B)(4) device met expected longevity.